Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of cardiomyopathy, chronic heart failure with an ejection fraction of 40 percent and atrial fibrillation (afib) with a narrow qrs complex. The length of the membranous septum was measured to be 10.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 6mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, the patient developed a complete heart block. A temporary pacemaker was placed to stabilize the patient. On (B)(6) 2025, a permanent pacemaker was implanted. The patient had a prolonged hospital stay for monitoring of rhythm. The patient's status was discharged.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported complete heart block could not be conclusively determined. The reported interventions were result of case-specific circumstances. Following the procedure, a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a unknown sized flexnav delivery system (ds). The patient had a prior medical history of cardiomyopathy, chronic heart failure with an ejection fraction of 40 percent. During the procedure, the valve was able to be implanted successfully. Pos-procedure, the patient developed complete heart block. After observation, a permanent pacemaker was implanted. The patient's status was discharged.